Event description:
It was reported that during service this 980 ventilator failed the short self test (sst) circuit pressure test. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
E initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during service this 980 ventilator failed the short self test (sst) circuit pressure test. The device was available for evaluation. During service, this 980 ventilator failed the short self test (sst) circuit pressure test. The service personnel (sp) replaced the exhalation valve assembly for the issue. Unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One exhalation valve assembly was returned for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The eva was attached to the failure investigation test ventilator for analysis. During extended self test (est) unit failed the circuit pressure test saying ¿exhalation auto zero not operational¿. After a thorough investigation, a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was identified. The investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.